Event description:
It was reported that the device alerted due to the right ventricular (rv) lead having high impedance, high threshold, noise and oversensing. It was also reported that the rv lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.